Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 105, 112, 173, 69 and 184mg/dl; results of 173 and 184mg/dl were reported as non-fasting results. The customer's expected fasting blood glucose test result range is 105 - 110 mg/dl; an expected non-fasting range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer stated he stored the test strips beside his bed. Customer did state he had travelled abroad and that the temperatures were cool but not lower than 30 degrees; customer did not know what the altitude had been and would not say where he had gone. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): result 1 :105mg/dl date:(B)(6) 2017 time:6:18am fasting, result 2 :112mg/dl date:(B)(6) 2017 time:10:35am fasting, result 3 :173mg/dl date:(B)(6) 2017 time:11:20am non- fasting, result 4 :69mg/dl date:(B)(6) 2017 time:9:58am fasting, result 5 :184 mg/dl date:(B)(6) 2017 time:3:41pm non- fasting. Customer called about meter reading low wth these test strips then in the evening the results seem higher than he normally runs. He opened a new vial of strips and then he was talking about the erratic readings from one results to another. Customer stated he went abroad and the temps were cool but not lower than 30 degrees. He stated this has been happening for about 21 days he thinks it was when he first opened this new vial of strips. He only does his blood fasting and at bedtime and the time and date are not set up correctly in the meter